Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the jaws of a fenestrated bipolar forceps instrument ¿sealed shut on a vessel¿ and that the ¿emergency knob was utilized but the jaws did not respond¿. The fbf instrument was ¿forcibly removed¿. The procedure was completed with no reported injury. On 19-jul-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted low anterior resection procedure, as part of an investigation device exemption (ide) study, the jaws of a fenestrated bipolar forceps (fbf) instrument became closed on tissue with a small vessel as the surgeon was dissecting down to the inferior mesenteric artery (ima). The customer tried the ¿manual knob¿, tried the arm pod emergency release, and tried the emergency stop button (e-stop) on the surgeon side console (ssc) but the jaws would not respond. The surgeon then attempted to use an unspecified other instrument to open the fbf instrument jaws with no resolve. The surgeon decided to ¿cut around tissue to free the instrument¿ for instrument removal. The instrument was then removed. The surgeon applied a backup instrument. The procedure completed robotically with no report of patient injury. It was confirmed that there was no additional or unexpected bleeding, that the affected tissue and small vessel were part of a non-functional ¿tissue bundle¿ that was ¿going to be dissected anyhow¿ during the planned surgical procedure. The event occurred at a non-critical portion of the procedure. The fbf instrument had been inspected prior to use with no visible damage, and had been in use for approximately one and a half to two hours prior to the jaws of the instrument becoming stuck on tissue during dissection. It was reported that the surgeon was ¿not concerned about the event at all¿. The csa said that the surgeon attributed the cause of the issue to ¿standard charring effect of bio debris build-up¿.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument (pn: 430011-52 // ln: s10210506 0002) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests and it moved intuitively with full range of motion in all directions. The grips opened and closed properly. During in house testing, the instrument did not have to be forcibly removed. There were no signs of damage. There was no problem detected. A review of the site¿s complaint history found two complaints associated with instrument issues found during a procedure on (B)(6) 2021 on system sp0125, however these complaints were found to be unrelated to this reported event. No image or procedure video was provided for review. A review of the system logs for the event date was performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: while various messages were captured, and logs show that the emergency stop (e-stop) button was pressed on the surgeon side console (ssc), there were no observed related events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs for the event date was performed by an intuitive surgical, inc. (Isi) advanced failure analyst (afa) and the following was observed: there were three fenestrated bipolar forceps instruments recorded being used in the procedure: 1) fenestrated bipolar forceps (part#: 430011-52, lot#: s10210506-0009) in use 1:32:19 with 17 of 20 uses remaining; 2) fenestrated bipolar forceps (part#: 430011-52, lot#: s10210506-0002) in use 0:13:39 with 18 of 20 uses remaining, and 3) fenestrated bipolar forceps (part#: 430011-52, lot#: s10210506-0007) in use 2:04:54 with 19 of 20 uses remaining. None of the reusable instruments used in the case have been used in subsequent procedures at this time. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted low anterior resection procedure, as part of an investigation device exemption (ide) study, the jaws of a fenestrated bipolar forceps (fbf) instrument became closed on tissue with a small vessel as the surgeon was dissecting down to the inferior mesenteric artery (ima). The customer tried the ¿manual knob¿, tried the arm pod emergency release, and tried the emergency stop button (e-stop) on the surgeon side console (ssc) but the jaws would not respond. The surgeon then attempted to use an unspecified other instrument to open the fbf instrument jaws with no resolve. The surgeon decided to ¿cut around tissue to free the instrument¿ for instrument removal. The instrument was then removed. The surgeon applied a backup instrument. The procedure completed robotically with no report of patient injury. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.